Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode trial lead, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000174854.

Event description:
It was reported that the patient experienced stroke like symptoms. Surgical intervention was undertaken on (B)(6) 2025 wherein the trial leads were explanted to address the issue. The patient is stable post procedure. It is unknown which lead attributed to this issue.